Event description:
It was reported that the intra-aortic balloon (iab) ruptured during use. In 2008, additional info was sent to the complaint department by the sales representative. The report involved a male pt. While in cath lab the md inserted the sheath into the right groin. The iab was inserted through the sheath and at that time, blood was seen in the tubing (iab was not connected to the pump). As a result, the iab was removed and the md inserted another arrow iab with success. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.